Event description:
It was reported the vizishot 2 flex 19g needles and the needle would not exit the sheath. There was no procedure and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.